Event description:
The patient's death was reported. It was initially reported that the patient had been recently hospitalized in critical care due to being 'very ill'. Follow up information that was initially received from the healthcare professional (hcp) indicated that they did not know the cause of death but noted that the patient's illness was unrelated to the implantable neurostimulator (ins) device therapy. Further follow up information received from the funeral home reported that the cause of death was acute renal failure but was not related to the ins device. It was unclear if the device had any causality to the patient's death as the therapy has indications for urinary dysfunction problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-33, lot# v388976, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).